Event description:
On (B)(6), 2012, the pt was implanted with two conformable gore tag thoracic endoprosthesis to treat an aneurysm in the descending thoracic aorta. On (B)(6), 2012, the pt was implanted with an additional conformable gore tag thoracic endoprosthesis to treat a type I and type iii endoleak. The type iii endoleak was resolved but the type I endoleak persisted. The pt tolerated the procedure.